Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. On the same day as the onset, the patient was hospitalized for the peritonitis and was treated with injection amikacin (125 milligram, once a day and route of administration was not reported) and injection vancomycin (1 gram, once a day and route of administration was not reported) for peritonitis. The cause of peritonitis was unknown. Five days later, the patient recovered from peritonitis, the patient was discharged from the hospital, and antibiotic treatment was discontinued. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
It was reported that the patient was not hospitalized for the peritonitis. On an unreported date in the same year as the receipt of this report, the patient began treatment for the peritonitis with injection, meropenem, 1 gram (frequency and route was not reported). At the time of this report, the peritonitis was resolving and the patient was recovering from the event (previously reported as recovered). Should additional relevant information become available, a supplemental report will be submitted.